Event description:
It was reported that this right atrial (ra) lead recorded high out-of-range pacing impedance measurements. Technical services (ts) reviewed the data and referred the patient to their physician. Additionally, the patient mentioned experiencing slight pain around the device implant site when playing golf. The plan is to continue monitoring the patient. No additional adverse patient effects were reported. This ra lead remains in service.